Manufacturer narrative:
The device was returned to olympus for evaluation and all of the customer's allegations were confirmed. No further findings reported. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, image color is bad when using the evis exera iii xenon light source, but the image is distinguishable. The image became yellow at preparation for laparoscopy procedure. It was also reported that lamp error e102 and e103 were received. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the reported defects were confirmed through device evaluation, a definitive root cause of the e102 and e103 error messages could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.